Manufacturer narrative:
Unit alarmed "compromised force sensor" during the prime/delivery test at four pounds due to faulty force sensor resistor. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported to be stuck in the complete bolus delivery loop. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.